Event description:
It was reported that during a da vinci hemicolectomy procedure, after the prograsp forceps instrument was installed on the system, the jaws on the instrument froze. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed intuitive motion testing. Failure analysis investigation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are .021 - .231 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.